Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient was in a rehabilitation facility. Nevro attempted to obtain additional information regarding the nature of the rehabilitation facility stay but was unsuccessful.